Event description:
It was reported the catheter was inserted on (B)(6) 2022. On (B)(6) 2022, it was observed that the proximal line of the catheter was pierced (had a hole). No patient harm reported. The catheter was removed and a peripheral line was inserted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was inserted on (B)(6) 2022. On (B)(6) 2022, it was observed that the proximal line of the catheter was pierced (had a hole). No patient harm reported. The catheter was removed and a peripheral line was inserted.